Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network issue in the customer environment. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicating and rss was offline. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.